Manufacturer narrative:
Concomitant products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported 4-7 showed impedance values of greater than 10000 ohms on all contact pairs. In the operating room, the 4-7 slot had abnormal impedance, therefore, the physician replaced the extensions on the 4-7 white slot tail. In the process of tunneling, the physician then placed the correct tail into the header block. The white tail was in the 0-3 slot which had the new extensions and the right tail, 4-7 slot, had the old extensions. Before they closed up, all impedance showed within normal limits. At the time of the report, the patient was in recovery and the impedance on the 4-7 header block with the old extensions showed greater than 40000 ohms. There were no symptoms reported. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. **please see manufacturer report #6000153-2016-00052 for information on the patient's concomitant product.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the extension was bad. If additional information is received, a follow-up report will be sent.